Manufacturer narrative:
(B)(4). Approximate age of device ¿ 56 days. The patient remains on lvad support. A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system a review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient called the clinic on (B)(6) 2016 with increased bloody and purulent drainage from the driveline exit site. The patient was prescribed keflex, 500 mg 4 times daily for 7 days and instructed to increase dressing changes to two times per day. The patient denied fevers. On (B)(6) 2016 during routine clinic visit, the driveline exit site still had yellow drainage. The patient's white blood cell count (wbcs) was 7.1 x 10 9/l and the patient was afebrile with a temp of 98.0 degrees fahrenheit. Keflex was continued through (B)(6) 2016. The patient continued to have light drainage. A culture on (B)(6) 2016 came back negative. Wbcs that day were 5.7 x 10 9/l. The patient was prescribed doxycycline, 100 mg twice per day for 10 days. On (B)(6) 2016, the patient returned to clinic and the driveline exit site no longer produced drainage. No additional information was received.